Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin gauge was inaccurate. In addition, it was reported that "the pump will reject the cartridge and customer would have to start all over in the load process." There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.